Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, a review of one stored episode on this pacemaker revealed oversensing of the minute ventilation signal on the right atrial (ra) channel. The oversensing occurred in one second intervals. Further review confirmed all other lead parameters were stable. The patient requires the minute ventilation feature for optimal programming and as this was an isolated occurrence no programing changes were made. The patient will continue to be monitored. The ra lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.